Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had post-reset ram crc alarm. The customer's blood glucose level was unknown. The customer stated that self test was performed. The insulin pump will not be returned for the analysis.